Event description:
Customer reports back to back testing on the same meter and different strips from the same box while using the advantage system with results of 284 mg/dl from the 1st vial of strips and 104 mg/dl from the 2nd vial of strips. Customer reports the 1st vial of strips was left in the trunk of the car in arizona heat. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.